Event description:
It was reported to MFR that the vns pt recently had their vns lead and generator replaced in 2009. Five days following the revision surgery, the pt began experiencing hoarseness not associated with stimulation, and aspiration pneumonia. The pt was referred to an ent where a modified barium swallow test was performed and the results were normal. The pt was hospitalized for 5 days due to the aspirating pneumonia. The treating physician has reported that the pt's pneumonia has improved and the device has been turned on. Diagnostic tests have not been performed, as the settings are not yet at optimal values to perform the diagnostic tests. The physician is not certain of the relationship of the pneumonia to the re-implant surgery, however, it was noted that aspirating pneumonia is not out of the ordinary for the pt. Good faith attempts to obtain additional info from the treating physician have been made, but have been unsuccessful to date.